Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ product received on: 21jan2021. Investigation ¿ evaluation. Endomedica, s.a. De c.v. In mexico reported that a user had difficulty with three ultrathane mac-loc locking loop biliary drainage catheters during a procedure. The customer reported that during a cholangiography procedure, the flexible stiffeners in three catheters were difficult to advance and withdraw from the catheters. After removing the third device, a new device was used to complete the procedure. There were no adverse effects to the patient. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, visual inspection, and dimensional verification, were conducted during the investigation. The customer returned one used ult 8.5 catheter and stiffener. The proximal end of the stiffener is elongated and separated. The rest of the stiffener is lodged in the catheter. The catheter was cut and the stiffener was removed to obtain measurements. The catheter and stiffener measured within specification. Additionally, a document-based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed the product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ states: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the device history record (DHR) was reviewed for the final lot to check for related nonconformances and additional complaints. The final lot found no nonconformances. One of the relevant catheter subassemblies had a failure-related nonconformance, but the nonconformance was not displayed in the returned device. Additionally, a search of the complaints database was performed. There is one additional complaint on this lot. This complaint was opened to capture five unused devices returned from the same user facility for the same reported failure. A CAPA was previously opened for this device failure. The CAPA implemented corrective actions related to supplier manufacturing. This lot was manufactured prior to corrective action implementation. Based on the information provided, inspection of returned product, and the results of the investigation, it was concluded the cause of this event is supplier manufacturing. Appropriate measures are have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. Endomedica, s.a. De c.v. In mexico informed cook that on (B)(6) 2020, a user had difficulty with three ultrathane mac-loc locking loop biliary drainage catheters during a procedure. The customer reported that during a cholangiography procedure, the flexible stiffeners in three catheters were difficult to advance and withdraw from the catheters. After removing the third device, a new device was used to complete the procedure. There were no adverse effects to the patient. The customer also returned five unused devices for evaluation. They did not make patient contact. An additional five sealed ult devices of the same lot were returned by the customer. The devices were opened and the flexible stiffeners were advanced through the catheters. The stiffeners advanced to the start of the distal curve and would not advance further. The catheters were cut to obtain the inner diameter. The catheter inner diameters and stiffener outer diameters measured within specification. As previously reported, a CAPA was previously opened for this device failure. The CAPA implemented corrective actions related to supplier manufacturing. This lot was manufactured prior to corrective action implementation. Based on the information provided, inspection of returned product and additional unused product, and the results of the investigation, it was concluded the cause of this event is supplier manufacturing. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional procodes: lje, gbo. Occupation: purchasing. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown male patient required an ultrathane mac-loc locking loop biliary drainage catheter for a cholangiography procedure. The operator reportedly had difficulty placing the device in the bile duct. The flexible stiffener did not pass through the curve of the catheter, which caused the stiffener to get stuck in the suture and become difficult to remove. The physician removed this device and tried to use another but the second device experienced the same failure. A third device was attempted, and again the device failed. A fourth set was used to complete the procedure successfully. Examination of one returned device showed elongation and separation of the flexible stiffener, with a portion of the stiffener lodged in the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.